Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17084379. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17047559. UDI: (B)(4).

Event description:
It was reported that the patient had high impedances in one of the spinal cord stimulator (scs) leads. Patient underwent a lead replacement procedure and was doing very well post operatively. The explanted devices will not be returned due to facility policy.